Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation on (B)(6) 2017, the device was found operating in ddd, at 60 min-1, with atrial and ventricular pacing set to 3.5v/0.35ms in unipolar and ventricular sensitivity threshold programmed to 2.5mv in unipolar, whereas it was previously operating with different parameters (vvi, 60 min-1, ventricular pacing set to 2.0v/0.35ms in bipolar and ventricular sensitivity threshold programmed to 2.5mv in bipolar).

Event description:
Reportedly, upon interrogation on (B)(6) 2017, the device was found operating in ddd, at 60 min-1, with atrial and ventricular pacing set to 3.5v/0.35ms in unipolar and ventricular sensitivity threshold programmed to 2.5mv in unipolar, whereas it was previously operating with different parameters (vvi, 60 min-1, ventricular pacing set to 2.0v/0.35ms in bipolar and ventricular sensitivity threshold programmed to 2.5mv in bipolar).